Manufacturer narrative:
(B)(4).

Event description:
It was reported that the doctor had a patient with a poor cardiac function and the md prepared the intra-aortic balloon (iab) to support the patient during the operation. After the femoral artery was punctured, the doctor inserted the catheter and found the balloon burst and bleeding. As a result, the iab was replaced with a new catheter successfully. There was a report of delay in therapy but no harm caused to the patient. There was no reported death, serious injury or patient complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of leak suspected is confirmed. The iab was confirmed with a leak from the bladder membrane, and the damage is consistent with contact from a sharp. The root cause of how the catheter came into contact with a sharp is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This issue will be monitored for any developing trends.

Event description:
It was reported that the doctor had a patient with a poor cardiac function and the md prepared the intra-aortic balloon (iab) to support the patient during the operation. After the femoral artery was punctured, the doctor inserted the catheter and found the balloon burst and bleeding. As a result, the iab was replaced with a new catheter successfully. There was a report of delay in therapy but no harm caused to the patient. There was no reported death, serious injury or patient com plications.